Event description:
While an arjohuntleigh technician was at the facility for an unplanned repair on the floor lift, he was informed that an incident had occurred with the device, while a pt was transferred to bed. The device tipped and fell to the floor with the pt. The pt was not injured, but sustained head pain.

Manufacturer narrative:
(B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have submitted for the manufacturing site arjo med. Ab ltd ((B)(4)). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by bhm medical inc. And any medwatch reports will be submitted under registration (B)(4). Additional info will be provided following the conclusion of the manufacturer's investigation.